Event description:
The account reported the bed exit alarm will not set on the bed. The bed is located in the facilities ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Upon investigation,t he technician found that the account was not zeroing the scales before taking the reading for the pt's weight, user error. He zeroed the scales and found that there device functions as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician in-serviced the account on setting the bed exit functions and how to zero the scales to resolve the issue. Based on this information, no further action is required.